Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with no visible damage to the keypad. During testing, the pump failed to power on and the lines through the display were unable to be verified. The investigation was unable to be completed due to no power to the pump. The keypad cover was removed and no damage was found to keypad button contacts. Unrelated to the initial complaint, there was visible evidence of moisture in the display. The leak test was performed and confirmed a leak at the crack in the pump case.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.